Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the pyxis devices went offline from the network. The field service engineer (fse) accessed the station remotely and reported that the issue had occurred due to the hospital network. The fse advised the customer to contact the information technology team. The information technology team inspected and resolved the issue. The system functioned as intended after the information technology team resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.